Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient experienced dizziness with intermittent loss of capture of both the right ventricular (rv) and right atrial (ra) leads due to possible lead fractures. In addition, the rv lead exhibited high, unstable thresholds, noise, oversensing, and infinite impedance and the ra lead exhibited high, unstable thresholds, and high impedance. There was a suspected header issue related to the patient's implantable pulse generator (ipg) but there was no indication of this visible on x-ray. Both the rv and ra leads were capped and replaced; the ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.